Event description:
It was reported that the customer experienced high and low blood glucose levels. The customer also reported that the insulin pump alarmed motor error and had an unresponsive keypad. The customer did not know the blood glucose reading. He stated that the alarm occurred during the priming process. He added that he had experienced battery problems and missing uploaded information. He, however, declined troubleshooting for the missing uploaded information due to the other issues. He stated that he had the keypad anomaly with his original insulin pump and that the second loaner insulin pump gave him too much insulin. The customer was advised to discontinue use of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 2032227-2014-70219please see medwatch report # 2032227-2014-70220.